Manufacturer narrative:
.

Manufacturer narrative:
This report is filed on july 11, 2016, by cochlear ltd. On behalf of cochlear (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2016, in order to place a new abutment. The implanted device remains.